Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe plunger lid was distorted. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the plunger lid is distorted. The returned syringe was examined and exhibited a deformed thumb press on the plunger rod. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Probable root causes: - plunger screw jams that would damage plungers, i.e., they break or bend plungers - bowed plungers that do not get seated, and get broken off at the delrin wheel.

Event description:
It was reported that bd ultra-fine¿ insulin syringe plunger lid was distorted. No serious injury or medical intervention was reported.